Event description:
It was reported that pump declared alarm 20 during pumping. Customer declined to answer whether blood glucose level exceeded 500 mg/dl, so no impact could be determined. Customer changed cartridge, which resolved the issue.